Event description:
It was reported the balloon of a large volume infusor ruptured during the filling of unspecified "drugs". The event occurred during compounding; therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d4, h3, h4, h6 and h10. H4: device manufacture date - lot 20m009 was manufactured on november 25 - december 1, 2020 h10: the device was received for evaluation. A visual inspection was performed, and it was noted that the bladder had been ruptured. The ruptured bladder was examined for signs of abnormality, an no signs of abnormality were found on the bladder that may have led to the rupture. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.